Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 167 mg/dl. Troubleshooting was performed. Reviewed the basal rates and the bolus history and they were correct. Found that the time on the insulin pump was off by one hour. The alarm history showed several alarms. Ran a self test and a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currenty, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.